Event description:
Before a coronary drug eluting stenting treatment procedure, strut damage was noticed. After removing the 3.5 x 16 mm taxus express2 drug eluting stent from packaging, the nurse noticed that the stent struts were deformed. The procedure was successfully completed with an unknown device. No pt complications were reported.